Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the fill port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the actual device was not available; however, a video and photos of the sample was provided for evaluation. A visual inspection was performed to the video and did not show evidence of leak at the fill port. The video and photos only showed the sample with fluid inside the device and the fillport cap closed. Therefore, the report of leak at the fillport could not be confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.